Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. It is possible that the issue was caused by the user not thoroughly reading the instruction manual and led to the user's mismanagement of replacing the water filter. Based on the results of the investigation, the definitive root cause of the water filter replacement issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 7 routine maintenance: section 7.3 replacing the water filter (maj-2317) replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Warning: replace the water filter at least once in two months. Otherwise, miscellaneous germs and stains in the water may contaminate the equipment and/or the endoscopes and prevent effective reprocessing.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported by the user facility that their olympus endoscope reprocessor (oer-6) was not draining sufficiently when replacing the water filter. The user confirmed that there were no problems after the tube attachment. There were no reports of patient harm or infection due to this event. This complaint is being submitted for the olympus maj-2317 water filter used in the oer-6 reprocessor. The oer-6 is captured in the MDR with patient identifier (B)(6).

Manufacturer narrative:
Additional information was received during follow up with the user facility. The reporter states that they did not replace the water filter every month, and it was in use for about half a year (6 months). The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.